Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tub lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of thirst, nausea and traces of ketones. Customer was hospitalized due to high blood glucose. Caller was not able to troubleshoot due to customer not being available with insulin pump.